Event description:
It was reported the patient experienced overstimulation related to her ipg (event date is unknown). The patient was unable to deactivate her device due to the programmer being unable communicate with her ipg. In turn, the patient deactivated her device with her magnet. X-rays were taken and revealed her ipg has flipped in the pocket. The patient will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.